Event description:
The surgeon attempted to insert a toric silicone lens model aa4203tl, diopter - 18.0 se/2.0. The lens tore prior to insertion and the lens was damaged bt the injector. The lens was not inserted and there was no pt contact or injury.